Event description:
Boston scientific received information that during an implant procedure the physician dissected the patient's coronary sinus with a guidewire wire. As a result, the left ventricular lead was not implanted. The patient was to undergo another procedure to later implant a left ventricular lead. No further patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.